Event description:
It was indicated that a month prior to the report patient was not feeling stimulation no matter how high or what program she was on, was not feeling stimulation. It was indicated that patient could not feel stimulation at all. It was indicated that patient was doing "sit ups" 1-2 weeks ago and felt one of the lead wires in her back "roll" the patient indicated that it was a very creepy feeling. It was noted that patient was still connecting to her neurostimulator with the patient programmer. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# va044g5, implanted: 2013 (B)(6); product type lead product ID 3889-33, lot# v645573, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va044g5, implanted: 2013 (B)(6); product type lead product ID 3889-33, lot# v645573, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
Additional information received from the consumer reported that the patient¿s prior 2 implants were replaced due to the leads coming off and the device stopped working. All of the units had been sent back to the manufacturer by the manufacturer representative. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Refer to manufacturer¿s report # (B)(4) for the patient¿s first system leads coming off and device stopped working.

Manufacturer narrative:
Conclusion codes have been updated.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient's lead wires had come unattached.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced a loss of therapeutic effect. Over the prior weekend, the patient noticed that stimulation turned off and symptoms returned suddenly. No stimulation sensation was noted. In addition, no falls or traumas were reported. It was later noted that the device had "failed." The device was "reset" 2-3 months prior because it "wasn't working." It was stated that one of the "four separate somethings" had failed, so a different program was used and it stopped working the week prior. When the patient went in the day after the date of this report, the implant was "not working" and "completely inoperable." It had lasted less than a year. Since the implant was "not working," the patient was to go into surgery in about a week. About two weeks later, the patient was still having concerns, but was working with their doctor or manufacturer representative. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer noted the stimulator malfunctioned. The lead became disconnected from the implantable neuro stimulator (ins). It only lasted 6-7 months. There was no fall or trauma related to this issue. The patient could feel the device moving inside her after the disconnection. It was unknown what trouble shooting was performed related to the shocking sensation/ device malfunction.